Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to the 30th august 2015. During this time an increase in voltage suggests a further pad-pak was installed. The investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups recorded in the history log, therefore it is assumed the customer returned the device in response to the field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.